Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system monitor displaying incorrect pump off alarms was confirmed via the submitted photos. The submitted log files were reviewed, and all the captured data appeared to show the system operating as intended. There were no notable alarms active in the log file. The system monitor, serial number unknown, was not returned for analysis. The provided information stated that the patient was having low flows on 03jan2026. A customer submitted photo revealed the system monitor showed an erroneous pump off alarm, despite the pump not being off, and displayed a flow of 3.5 liters per minute. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event was not conclusively determined through this analysis. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 4-¿system monitor¿ explains how to properly interpret and troubleshoot system monitor communication issues and error messages. Heartmate 3 instructions for use section 4-¿system monitor¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the monitor to prevent damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: further patient information was not provided. The patient identifier in a1 is reflective of all available information. Section d4: device serial and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete

Event description:
It was reported that the patient was having low flows related to hypertension and on (B)(6) 2026, the heartmate monitor showed the pump was off. However, the pump was not off and showed flow 3.5 lpm. No "no external alarms" were noted. The log file was sent for review. The log file was reviewed by technical services and captured low flow estimates; a few were sustained long enough to trigger low flow hazard events when the calculated pulsatility index (pi) was elevated. The flow readings did not appear to be a result of any external equipment malfunction. The log file did not show instances where the pump was off or any related alarms. Based on the log files, the mechanical circulatory system (mcs) equipment was operating as intended electronically and mechanically.